Event description:
Two years postoperatively, diagnostic testing confirmed an immobile leaflet secondary to thrombus. The mitral valve was explanted and replaced with a 25 mm sjm valve (model 25mj-501).